Event description:
The customer reported that her blood glucose reached 300 mg/dl less than a day after activating the device. She rode her bike and her bg went down. Later it was 327 mg/dl which she corrected with a 5 unit bolus. When the device was removed she stated that the cannula was kinked at a 90 degree angle and hadn't ever entered the skin. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not return for evaluation. We are unable to confirm the kinked cannula. The customer also reported that the cannula never inserted properly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.